Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the pump had no power or functionality at all due to moisture ingress and damage to the pump¿s interior components.

Manufacturer narrative:
Submitted: (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the pump did not power on and was unresponsive, lacking audible tone, vibration and functional display. The pump was opened for investigation and revealed moisture damage to the interior of the pump with moisture damage to the internal pump components. This damage prevented adequate testing of the pump.